Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: bd acknowledges that the customer has had an issue with the incident lot, but for plant evaluation purposes, the complaint was not observed due to a lack of objective evidence. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed (B)(4) (foreign matter) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® z (no additive) plus urine tube had fm. No report of medical intervention or serious injury.